Event description:
Customer states: after one week use on a pt at hospital, the tube was detached. A nurse confirmed the air leakage from the cuff. Information provided suggests that decannulation/recannulation of a replacement tube was performed. Customer confirmed no pt harm. Pre-test was done.

Manufacturer narrative:
(B)(4). The sample associated with this report is expected to be returned.